Manufacturer narrative:
Date rec'd by MFR: 04sep2019. Date of report: 05sep2019. The manufacturer's field service engineer (fse) confirmed the reported failure. The fse replaced to address the reported problem. No parts are returned for failure investigation, and the complaint will reopen if more information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's oxygen (o2) manifold leaks when disconnected. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.